Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The initial report stated in b5 the issue as reported by the customer as "a hole within the scope". After evaluation, the reportable condition is that the adhesive at the distal end forceps cover was peeled off. Upon further review "a hole within the scope" is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. As a result of the physical inspection and functional testing of the device olympus has concluded that the forceps cover glue peeling off was most likely caused by repeated use over a long period of time or due to mishandling by the user. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation confirmed the scope failed the leak test from a cut/hole in the instrument channel; no fluid invasion. Additionally, the adhesive at the distal end forceps cover was peeled off. The probe unit was loose. Switch# 1 has a cut and there are multiple broken elements on the ultrasound image. The scope was repaired to standard specifications and returned to the customer. The scope was repaired three times in 2020. The last repair was performed on (B)(6) 2020 due to a cut and leaking instrument channel. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During reprocessing, the evis exera ii ultrasound gastro-videoscope was reported to have "a hole within the scope". No patient involvement was reported.